Event description:
This case concerns a female patient of 75 years of age with a rectal prolapse and medical history of limited systemic sclerosis and previous 2 failed rectopexies in (B)(6) 2019 and (B)(6) 2022. Due to urgency, soiling and high frequency of bowel openings, tai with peristeen (regular catheter) was after training successfully initiated (B)(6) 2020. In (B)(6) 2020 the patient¿s surgeon advised her to stop using peristeen due to the rectal prolapse (no more information available). In (B)(6) 2024 her surgeon re-referred the patient to re-initiate tai. An additional training on (B)(6) 2024 was performed with an assisted split irrigation with both the cone and balloon catheter with 300 ml water instilled each time. The patient then started to irrigate every 1-2 days on (B)(6) 2024 (delayed start due to holidays). On (B)(6) 2024, the patient was about to perform a tai procedure with peristeen and when inserting the catheter felt an immediate severe pain. She removed the catheter and rapidly felt very unwell and was admitted to the hospital. A computed tomography (CT) scan confirmed a perforation located in the distal sigmoid colon and the patient had surgery with a formation of a temporary stoma. Following the incident, the patient required a hospital stay of 5 weeks.